Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with the implantable cardiac monitor in false pause episode due to under sensing of low r-waves. No intervention was performed. There were no patient consequences.